Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had cracks on the insulin pump. Customer's blood glucose level was 128 mg/dl. Customer had cracks on the screen of the insulin pump. Customer stated that the pump was dropped. Customer mentioned that the act button only works sometimes. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No further assistance needed.

Manufacturer narrative:
All of the buttons functioned properly. However, moisture damage was found on the keypad traces. The insulin pump was received with minor scratches on the display window, cracked case at the display window corners and a cracked reservoir tube lip. No crack was noted on the display window.